Manufacturer narrative:
The insulin pump had minor scratches on the lcd window, cracked case at display window corner, broken battery tube threads, broken reservoir tube lip, missing o-ring in reservoir compartment, and cracked case at reservoir tube window corner. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the top of the reservoir chamber is chipped off and is having issues keeping the insulin in. The damage is occurring from normal wear and tear. The device has never been dropped or bumped. Customer's blood glucose was 120 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.